Event description:
Pt had a inferior vena cava thrombosis following placement of a cordis trapeze cava filter. They developed renal failure in a transplant kidney and required catheter-directed thrombolysis to treat the thrombosis. Their renal function subsequently recovered. While all caval filters can lead to thrombosis dr is concerned because they have seen several with this device in the last year.